Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited over-sensing noise triggering auto mode switch(ams). The patient will further be monitored. There were no patient consequences.